Event description:
Severe pain resulting in a visit to the emergency department. Symptoms: pain. Treatment used: dressing, aquacel. Event abated after use stopped or dose reduced: yes. Diagnosis for use: wound care.